Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, and left arm functional impotence are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture baker grade unknown, and left arm functional impotence.

Event description:
Healthcare professional reported left side "left arm functional impotence. Patient cannot be in prone position" , "capsular contracture and prosthetic rupture", and "simple cyst" not related to device. Device remans implanted.